Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported that the customer was hospitalized with a blood glucose over 500 mg/dl and diabetic ketoacidosis. She reported symptoms of vomiting, headache and lethargy. The customer was not in an accident. Customer was treated for three days. Customer's daughter stated that there were no signs that anything was wrong with the insulin pump and that the customer had been treating with boluses. Nothing further was reported.